Manufacturer narrative:
This report is for 1 unknown calcaneal plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient underwent removal of a calcaneal plate and ten cortical screws on (B)(6) 2014. The patient initially had a calcaneal plate implanted several years ago. The exact implant date is not known. The patient subsequently experienced a fracture of the talus. The calcaneal plate and cortical screws were completely removed; all hardware was reported as fully intact. The patient was revised to a subtalar fusion using 6.5 millimeter headless screws. This report is for an unknown calcaneal plate. This is report number 1 of 2 for com-(B)(4).